Manufacturer narrative:
Based on the current information provided, the root causes of the patient's post-operative complications are unknown. If additional information is received, a follow-up MDR will be submitted. A system or instrument log review cannot be conducted due to lack of system and instrument details. No specific system serial number or instrument part/lot numbers were provided. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is reportable due to the following: after undergoing a da vinci-assisted hysterectomy procedure, the patient indicated that she suffered the post-operative complications including severed ureter, small bowel injury, ureteral-vaginal fistula, and severe urosepsis. In addition, as a result of the post-operative complications, the patient received additional medical and surgical intervention. The causes of the post-operative complications are unknown.

Event description:
On 19-may-2022, intuitive surgical, inc (isi) received FDA voluntary report #mw5109945 with the following event description: "bowel and ureter perforation; da vinci assist hysterectomy performed and no problems until 5 days post-op. CT scan revealed peritonitis and open laparotomy bowel resection was performed 7 days post-op (revealed injury to small bowel) and additional CT revealed that r ureter was also severed (stent placed 9 days post-op). Ureteral-vaginal fistula and severe urosepsis in (B)(6) 2020. I underwent 7 more surgical procedures and have had 14 CT scans of the abdomen in 18 months following the injury. Staged ureteral reimplantation was performed 6 months post-op and additional treatments for severe abdominal pain and right and left kidney hydronephrosis, adhesions, hernia and incontinence remain. Surgeons suspect thermal injury as ureters were scoped in the initial procedure. Not sure about model (si, sp, x) but monopolar scissors were used as well as pk apparatus. Repeated attempts to get info from the hospital and intuitive (manufacturer) have failed. Other than my surgeon's op report, I have not been given the information I need to research this equipment in detail. Adhesions were extensive, and foley catheter as well as ureteral stent was placed for post-op period. FDA safety report ID# (B)(4)." Follow-up investigation cannot be conducted due to lack of site name, surgeon name, patient name and contact information, system information, and instrument details. No specific instrument part/lot numbers were provided.